Event description:
Caller alleged discrepant troponin (tni) results. Results as follows: four ed physicians have been questioning the tni results for the past few days. The physician have had 11 pts that show indeterminate tni results that do not fit the clinical picture of the pt or match the result from the siemens vista in the lab. Each pt had a sample run on the triage and it resulted in the indeterminate range. A sample from the same draw time was run on the siemens vista which produced a negative result. No cut off levels were provided. Specific data and pt info was not provided. Technical services attempted to obtain add'l info from the customer but was unsuccessful.

Manufacturer narrative:
Device lot w49636 has been previously tested on 29 wb donors and all results yielded <0.10ng/ml for tni. No product deficiency was established. We have 95% confidence that the devices will demonstrate at least 90% reliability due to all devices being below 0.1 ng/ml for tni. As of (B)(6) 2012, there are four total complaints against device lot w49636. CAPA (B)(4) was opened to address elevated tni at low end concentrations.